Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported helium loss alarm issue however the fse observed the error in the fault log. To address the issue, the fse replaced the pressure reducer mounted the reducer and checked for leaks. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an audible helium gas loss alarm. The iabp was leaking and loses helium (blown out of the iabp unit). The iabp device has completely emptied the helium bottle during the surgery on the patient. The customer had an exchange iabp device available. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty high pressure helium regulator was requested by the manufacturer to be returned to the getinge national repair center (nrc) for further evaluation. No findings were found by the getinge technician during visual inspections. In order to reproduce the failure, the suspected high pressure helium regulator was installed into the cardiosave test fixture. A leak test (sniffer) was performed and no failures were found. The technician could not duplicate the reported failure. No further investigation is required.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic pump (iabp) had an audible helium gas loss and displayed a helium gas loss alarm. It was reported that the iabp was leaking helium (blown out of the unit). The iabp unit had completely emptied the helium bottle during surgery on a patient. The customer had another unit available for exchange. Additionally, it was reported that when using a full helium bottle with the cardiosave iabp unit, the pressure reducer opened abruptly and leaked all the helium out of the bottle. No patient harm or adverse event was reported. The customer scheduled for a getinge field service engineer to be dispatched to their site. It was questioned whether the installation of a new pressure reducer would remedy the issue.